Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door failed to recover. A field service engineer ran hardware test application, tested door and found that latch failed to open. The engineer removed and replaced latch on door 4 and adjusted doors to resolve the issue. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed and did not recognize the pockets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.